Manufacturer narrative:
The insulin pump was received with no act button response due to corroded act keypad trace. We were unable to verify for battery out of limit alarm due to no act button response. No button error alarm, ramping number on their own or scrolling bar moving anomaly noted. (B)(4).

Event description:
It was reported via phone call by customer's father that the insulin pump numbers are ramping on their own. Customer stated the scroll bar is moving with no input. In addition, the insulin pump alarmed button error and battery out limit. Customer's blood glucose was 388mg/dl. Advised the customer to discontinue the use of the pump and revert to back up plan.